Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported her daughter had an infection at insertion site after wearing the pod between 36 and 48 hours. Pod was removed due to pain. Patient's mother consulted with doctor and her daughter was prescribed an unknown oral antibiotic.

Manufacturer narrative:
The returned product was evaluated. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification. It could not be determined if there were drive issues during use because of the damaged pcb component which resulted in communication errors. Due to the device being worn, the original state of the device cannot be evaluated. Lot release records were reviewed and the product lot met all acceptance criteria.